Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently after loading a cartridge, the pump would "show that the cartridge was out of insulin". Customer reported blood glucose was elevated (value not provided). Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.